Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified a damaged retractor band cable on drawer 2.1 and replaced the retractor band. Although both drawers remained on the bus, drawer 2.1 continued to fail to lock, replaced the half-height controller board on drawer 2.1, then rebooted, reconfigured the system, and recovered the storage space. Diagnostic testing was performed and completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed, user tried to reboot the station and recover the drawer, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.